Manufacturer narrative:
D4 - lot #: the provided serial was (B)(6) however, it could not be located in the manufacturing database. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not alarm air in line. The device was connected to a patient when the error/event occurred. A continuous infusion rate of 1.389 ml per hour had been programmed, with a total reservoir volume of 100 ml and a given volume of 100 ml. The air detector and upstream sensor had been turned on but low. The length of infusion has been set to 72 hours. A closed system drug transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing. The method used to prime was syringe. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated tubing and cassette complaints documented on (B)(4).

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.